Event description:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The patient's past medical history included right lower quadrant pain, abdominal pain, dysmenorrhea, endometriosis, endometrial ablation and vaginal odour. Concurrent conditions included fluid retention, urinary tract infection and anxiety. Concomitant products included conlunett (ortho-novum), eugynon (seasonique), ferrous sulfate (ferrous sulphate), meloxicam (mobic) and prenatal vitamins. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: the patient tolerated the procedure well most recent follow-up information incorporated above includes: on (B)(6) 2018: this case is valid case. Pfs and mr received. Pain was added, patient's medical history was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included right lower quadrant pain, abdominal pain, dysmenorrhea, endometriosis, endometrial ablation and vaginal odour. Concurrent conditions included fluid in uterus, urinary tract infection and anxiety. Concomitant products included conlunett (ortho-novum), ethinylestradiol;levonorgestrel (seasonique), ferrous sulfate (ferrous sulphate), meloxicam (mobic) and minerals nos;vitamins nos (prenatal vitamins). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea(cramping)"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain") and nausea ("nausea"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain and nausea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, nausea and pelvic pain to be related to essure. The reporter commented: the patient tolerated the procedure well. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received : events added- abdominal pain, dysmenorrhea, menorrhagia, nausea. Reporter added and removal date added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.